Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data log. The device was recertified and returned to the customer. Without return of the device to zoll medical corporation, root cause could not be established from the data logs alone. Analysis of reports of this type has not identified an increase in trend.